Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that an excessive charge time was indicated on the device and the device did not trigger end of service (eos) nor a remote monitoring alert for the device reaching eos. Review of the battery voltage trend indicated that the device battery voltage was slighter greater than the recommended replacement time threshold. The plan was to place the patient on external monitor with external rescue capabilities until the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred ect (excessive charge time) with the original device battery. The device provided 35 joule charges within nominal charge times when using an external supply. No hybrid anomalies were found. Battery analysis found that the excessive charge time likely resulted from a spurious increase in battery resistance induced by li (lithium) severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.